Event description:
It was reported that the t:slim x2 pump's battery would not charge, leading to a shutdown and an inability to turn the pump back on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing the charging supplies to a tandem wall adapter and charging cable. Technical support advised the customer to monitor the situation, as insulin on board and max hourly bolus reset to zero when the pump is off, and cgm sessions require manual restarts after a reset.